Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s wife reported via phone call that the customer was hospitalized due to hyperglycemia on (B)(6) 2019. The customer¿s blood glucose level was 300 mg/dl at the time of hospitalization. Customer stated that they were hospitalized a week go with high blood glucose level of 588 mg/dl and last time it was 286 mg/dl. The customer was assisted with troubleshooting. The customer was treated with insulin drip during hospitalization. Customer was using insulin pump system within 48 hours of reported high blood glucose event. The customer stated that the symptoms related to high blood glucose such as dizziness and passed out. Customer declined to perform a carelink upload. The reservoir and infusion set will not be returned for analysis while the insulin pump will be returned for analysis.

Manufacturer narrative:
Device was received with the operating currents within specifications and passed the functional testing including self test, a21 error test, rewind, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test, displacement test, and the delivery accuracy test at 0.08760 inches. Device was received with cracked reservoir tube, cracked battery tube threads, minor scratched lcd window, and scratched reservoir tube window.